Event description:
Customer advised that the mesh was cut to size and upon deploying the piece that was initially placed down the trocar, delamination occurred. The other section of the mesh was then implanted. No adverse pt consequences were reported.

Manufacturer narrative:
H6: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.